Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) with a blood glucose (bg) level ranging from 501 mg/dl to 558 mg/dl diabetic ketoacidosis, and a fall. The customer did not attempt to treat bg prior to calling for an ambulance to be transported to the ER. While in the ER, the customer was treated with intravenous fluids of saline and insulin to address bg. Customer was discharged two days later with the issue resolved and no permanent damage. Reportedly, the cause was due to an occlusion alarm. Additionally, it was reported that the insulin gauge was inaccurate, and the pump shut off unexpectedly. Reportedly, the customer continued to use the pump for insulin therapy.